Event description:
It was reported that the ventilator reset itself with an audible alarm on two separate occasions while connected to a pt. The pt was placed on a back-up ventilator. No reported harm to the pt.